Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. Initial reportername and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during an abdominal sacrocolpopexy, revision and removal of transvaginal mesh, posterior repair, and diagnostic cystoscopy procedure performed on (B)(6) 2018, for the treatment of vaginal vault prolapse, recurrent urinary incontinence, cystocele, and rectocele. The patient is a multiparous that came in with history of previous vaginal hysterectomy with transvaginal urethral sling. She had some reaction with recurrent pelvic pain. The patient continued with urinary incontinence with vaginal and perineal pain, and discomfort with a standing position. Additionally, the patient had a vaginal mass more apparently during the efforts at the vaginal exam with forms of vaginal mass at the introitus of the vagina because vaginal vault prolapse associated with a prolapse of the posterior and anterior vaginal wall. Additionally, intraoperative findings revealed a mass of the vaginal introitus because of uterine prolapse associated with prolapse of the anterior and posterior vaginal wall. The fallopian tubes and ovaries were normal without atrophic change. The rest of the intraperitoneal organs looks normal.as reported by the patient's attorney, the patient had experienced an unspecified injury.